Manufacturer narrative:
(B)(4). The device was not returned for evaluation. It should be noted coronary dilatation catheter, trek rx, states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 75% stenosed, mildly tortuosity, and mildly calcified eccentric lesion in the mid right coronary artery. A 3.0x15mm trek rx balloon dilatation catheter (bdc) was prepped (air aspiration) inside the anatomy prior to use. The bdc was advanced to the lesion; however, would not inflate past 8 atmospheres. Loss of gauge pressure was noticed. The bdc was removed from the anatomy an attempt to inflate the balloon was made, but a leak from the balloon was noted. The procedure was successfully completed with a non-abbott balloon catheter and a xience alpine stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.